Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements of 2,600 ohms during the implant procedure. The lead planned to be replaced. No adverse patient effects were reported.